Manufacturer narrative:
Device disposed of by the customer.

Event description:
The physician was preparing to perform a liver embolization procedure. The celiac artery was accessed using a 5f angiographic catheter. The surefire precision infusion system was inserted into the angiographic catheter, but resistance was felt and the device stopped advancing. The physician attempted to retract the surefire precision from the angiographic catheter, but the device did not move. In accordance with the IFU, the physician was advised by a surefire representative to stop retracting against resistance and remove the surefire precision and the angiographic catheter from the patient as a single unit. Against advice, the physician continued to pull on the surefire precision, which resulted in breakage of the catheter shaft approximately 130cm from the proximal end. The tip of the surefire precision remained lodged in the angiographic catheter. The angiographic catheter with the surefire precision tip lodged inside were removed from the patient. The physician completed the procedure with another angiographic catheter and microcatheter. There was no patient injury.